Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's primary system controller was replaced due to the batteries only lasting 6-8 hours and abruptly decreasing in the remaining charge. The event log did not capture any issues with the system controller that would interfere with the batteries only lasting 6-8 hours. The patient reported not to have any further issues post the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues with the batteries only lasting six to eight hours and abrupt decreases in remaining charge when on battery power was not confirmed. The submitted log file and the log file downloaded upon return of the controller contained approximately 18 hours of data (17:52:20 on 27apr2023 ¿ 10:45:45 on 28-apr-2023 per the timestamp). No atypical alarms or issues with the battery runtime were captured in the log files. The batteries did not remain connected long enough to deplete to the low voltage or power cable disconnect alarm thresholds in the log files. The driveline was disconnected on 28apr2023 at 10:07:49 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. Visual inspection of the returned system controller revealed that the white strain relief on the power cable connector side of the cable was damaged and became detached from the connector. The returned system controller was functionally tested on a mock circulatory loop with a test power module and with test 14v batteries and no issues or atypical alarms were produced during testing, including when the power cables were manipulated by hand. Testing of the underlying wires in the power cables revealed increased resistances consistent with conductor breakdown. The outer jacket and underlying layers were removed from the power cables for additional inspection and a green contaminate consistent with fluid ingress was observed on the underlying wires. No other physical anomalies were observed. The root cause of the reported event could not be conclusively determined through this analysis; however, the elevated resistances on the underlying conductors of the power cables could have contributed to the alarms. The root cause of the elevated resistances could not be conclusively determined through this analysis; however, the observed damage to the strain relief on the white power cable and fluid ingress in both power cables could have contributed to the degradation of the underlying conductors. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ informs the user that a pair of fully charged 14v batteries can power the system for up to 17 hours, depending on the patient¿s activity level, and to take batteries out of service if they do not provide at least 4 hours of support. This section also informs the user that the amount of time that the 14v batteries can support the system for decreases as the batteries get older. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.